Manufacturer narrative:
Checking the compliance of the returned polyaxial screw with requirements is not practical. Device history record was reviewed. No documentation was found that would indicate a non-conformance to specifications. The results of tests performed on the device during its manufacturing indicate compliance with the requirements.

Event description:
The event occurred during posterior cervical stabilization surgery. When performing the final nut tightening, the entire screw post pulled out. It appears that the surgeon may not have used the counter torque extension breaker.